Manufacturer narrative:
(B)(4). E1: initial reporter state: (B)(6).

Event description:
It was reported, that a dexcom app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.